Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems. It was reported that the patient had a painful and draining abscess of the lateral it labia majora with homogenous vaginal discharge on (B)(6) 2010. On (B)(6) 2013 it was noted that the patient was still having pain in bladder, burning and urgency. It was reported that the patient had a urine culture for diagnosis of dysu on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06473. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat loss of urine with genuine stress incontinence, dysuria and pelvic pain. It was reported that the patient had a concurrent procedure of a diagnostic laparoscopy performed during mesh implantation. No additional information was provided.